Event description:
It was reported that, "the inserter is splayed out, and it would not insert into stem."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.